Event description:
Pt's initial surgery was on (B)(6) 2011 for a workup that revealed a grade I l5-s1 spondylolisthesis with a bilateral l5 spondylolysis. Post-operative evaluation on (B)(6) 2011 did not reveal any concerns in the x-ray. Post-operative evaluation on (B)(6) 2012 allegedly reveals a fracture in the right s1 screw. MRI/CT confirms. Pt and physician discuss a revision and exploration of s1 root on left. This second surgery takes place on (B)(6) 2012 for the revision of her l5-s1 fusion. Right s1 screw is confirmed to be fractured and is replaced with a 1mm larger diameter screw. *7.5mm x 40mm).

Manufacturer narrative:
This complaint is still under investigation. Corelink will notify the FDA of the results of this investigation once it has been completed.